Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Technical support assisted caller with resetting pump malfunction, confirmed code did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction returned, which caller acknowledged and understood.